Event description:
A report was received that a pt was experiencing over stimulation throughout his body. After unsuccessful reprogramming, the pt seeks his physician for an assessment. The physician gave the pt a lidoderm patch for the pain.